Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastr ointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI but did not tell the MRI technician that they had an implant. A few seconds into the scan, the patient started to feel a shocking sensation, so the MRI was stopped. It was recommended that the patient check to make sure their programming was still there, and to monitor their symptoms. It was noted that the patient was due to see their healthcare provider in a few days. No further patient complications are anticipated or expected as a result of this event.